Event description:
Reporter stated that shortly after the implants, she developed anxiety, several seasonal allergies, was agoraphobic, had ocular migraines, shortness of breath, palpitations, and could not drive due to blurry vision. Several tests were conducted but all blood works always came back normal. She was put on psychological therapy, anti-anxiety medications but no diagnosis was made. A friend later informed her that she had an explant and felt better. Reporter stated she immediately explanted and in three weeks, all of her symptoms have been alleviated.